Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoroscopy pedal and the plastic cover for the contact plug were replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's fluoroscopy pedal was stuck. No pt injury was reported.